Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set and taking more insulin than previous fill tubing sequences. Reportedly, multiple cartridge changes and an infusion set change were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 300-400s mg/dl.